Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The manufacturer representative reported the trial patient had been admitted to the hospital complaining of chest pains for the past "few days." The patient was about a week and half into the advanced evaluation and had no prior history of cardiac problems. It was noted that the "wire had come out" and the patient was waiting for an appointment with the doctor for wire removal.